Manufacturer narrative:
As part of the post market study, the subject scope was sent for destructive sampling at an external laboratory. The destructive sampling did not identify the reported enterococcus faecium but identified stenotrophomonas maltophilia that is categorized high concern organisms. After the disassembling, the following was observed: -surplus of the glue around the light guide lens and the air/water nozzle. -presence of a hole around the air/ water nozzle. - and presence of oxidation at the distal body. The scope was sterilized and returned to the service center. The scope was repaired and returned to the user facility. A review of the service history indicated no previous positive culture or cross contamination issue. The asset scope was purchased was last repaired on may 09, 2018 and additionally, a field engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the reported scope that cultured positive. The following deviations were noted during the audit. -an employee in the room was not wearing person protective equipment (ppe). - an employee was entering or leaving the sampling room during the audit. - an employee was working in the sampling room during the audit. The field engineer instructed the appropriate technique to the sampling staff. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used an oer-pro aer to reprocess the subject scope. Although no deviations were observed during the reprocessing procedure, based on the investigations, insufficient reprocessing due to the glue condition and or improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The referenced scope has not been returned to the service center for evaluation. As part of the investigation process, an endotherapy support specialist (ess) was dispatched to the user facility to observe the reprocessing practices and provide a reprocessing in-service training if necessary.

Event description:
Service center was informed that during a post market surveillance study, the scope cultured positive for enterococcus faecium after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
As part of the post market study, an endoscopy service specialist (ess) visited to the user facility on july 16, 2019 to observe the staff¿s reprocessing practice and provide a reprocessing training for the tjf-160vf. The ess observed the reprocessing and there were no deviations noted as all steps in the user manual were followed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.